Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise. No intervention was performed, and the physician elected to continue monitoring the patient. There was no consequences to the patient.

Event description:
New information received notes that the right ventricular lead exhibited noise oversensing.